Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that post stenting of the pre-dilated proximal lad with two xience v stents, a dissection was noted. A third stent was implanted as treatment. There was no additional info available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU and risk assessment matrix is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There was no report of any product malfunction at the time of the stent implantation. The other xience v is being filed under the same manufacturer report number.